Event description:
Reportedly, a plastic component broke off of the stapler and fell inside the chest cavity. The procedure was converted to a thoracotomy in order to retrieve the plastic component from the cavity and another staple was used to complete the case. Procedure: thoracoscopy.